Manufacturer narrative:
Device used for treatment, not diagnosis investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a 2.0x12mm intermaxillary fixation screw broke off in the lower jaw of the patient while trying to screw it in. Another screw of the same length was then used; however, this screw also broke off in the same part of jaw without exerting any force. The surgeon was able to complete the procedure with another 8mm 2.0x intermaxillary fixation screw. The fragments of the broken screws were left in the lower jaw of the patient to avoid any complications. There was no report of a surgical delay. This report is 2 of 2 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.